Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
History: patient underwent a t3-ilium plf on (B)(6) 2014 with a l2-l4tlif and l4-s1 alif on (B)(6) 2014 for deformity correction using depuy posterior hardware for the (B)(6) 2014 portion. Surgery was successfully completed. Patient returned to clinic in 2016 where he received a routine CT scan. Dr. Morrison noticed that the patient had fractured both cocr rods at l5-s1 (bilaterally). The patient did not complain of any pain and no action was taken. The patient retuned to dr. (B)(6) in (B)(6) 2018 complaining of pain localized in the l1 to l3 region. The patient explained that he felt a pop in (B)(6) 2017 while bending down and attempting to lift something. Imaging confirmed that the patient had fractured a rod at the l1-l2 region unilaterally. Dr. (B)(6) brought the patient back for surgery for a rod replacement. Dr. (B)(6) exposed the hardware, removed the set screws and replaced the cocr rods with new cocr rod implants. Dos (B)(6) 2018. Patient history: degen disk lumbar, hypertension, kyphosis. (B)(6). Patient consequence? :yes. Patient consequence description:patient had to undergo revision/replacement of rods that broke post operative. Action taken for procedure:replacement of cocr rods. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
(B)(4). Visual examination at the macroscopic level revealed that the rod broke into three pieces. All images exhibit two surface morphologies, a smooth and a grainy/rough region along with progression lines that are indicative of fatigue failure. This implies that the full failures took place presumably when the strength of the remaining regions did not have the strength to bear the loads. No material defects or other abnormalities were observed in this analysis. A review of the device history record could not be performed as the lot number was illegible. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause of the rod being broken post-operatively cannot be determined from the sample and the information provided. However, fracture analysis of the broken rod surface morphologies indicates fatigue failure and implies that the full failure took place presumably when the strength of the remaining regions did not have the strength to bear the loads. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.